Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type programmer, patient. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
It was reported that the patient went through ¿full withdrawal¿ on (B)(6) 2013 for 36 hours because the healthcare provider (hcp) did not start his pump. The patient experienced vomiting, sweating and shaking. The patient¿s symptoms didn¿t subside until the hcp gave him a bolus. It was noted that the patient had a seizure disorder and a traumatic brain injury. The device system was used to deliver bupivacaine and dilaudid. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
The initial MDR should also have included product ID: 884,0 serial# unknown, product type programmer, physician. (B)(4).

Event description:
Additional information was received from a consumer. On (B)(6) 2015, it was reported that after the refill the patient went home and started feeling like he had the flu and then realized he was going thru withdrawals. The patient also had diarrhea related to the event. The hcp (healthcare provider) had forgotten to tell the pump to restart, so it wasn't delivering any medication.